Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI information is unknown.

Event description:
It was reported that pump stopped a week ago and patient failed to inform facility until yesterday. No patient injury was reported.